Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via analysis of historical device data that on the day of the event, there was right atrial (ra) lead undersensing during atrial tachycardia/atrial fibrillation (at/af); however, review of device programming at the time showed at/af detections were set to monitor only with at/af therapies disabled. Analysis of the treated vf episodes showed a few ventricular drop-out beats during detection with overall normal operation, however later episodes of fine vf showed additional ventricular undersensing resulting in an aborted shock followed by a successful shock. It was further reported that the change in rv lead position was observed while the patient was in the hospital following the first resuscitation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was found unresponsive at home approximately one month post-implant. Resuscitation efforts were per formed by paramedics and the patient was transported to the intensive care unit (ICU) where it was noted that they received defibrillation shocks but subsequently passed away due to ventricular fibrillation (vf) arrest. The implanting physician noted that the right ventricular (rv) lead was in a different location than that at implant, however lead dislodgement was not confirmed. An interrogation showed the rv lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic) as well as an observation for high capture thresholds.